Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the check button is getting harder and harder to get it to respond; it worked correctly when the button was pressed hard. Patient stated the issue is intermittent. Requested return of the alleged pump for evaluation.